Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying an error 4 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two weeks prior to contacting lfs. The patient's testing frequency is not known; however, according to the csr's documentation, the patient manages his diabetes with insulin (no adjustments). Following the reported meter issue, it is not known what action the patient took in regards to his diabetes management and it is not known if the patient continued to monitor his diabetes with another device. On an unspecified date/time, the patient claimed he experienced symptoms of rapid heart palpitations. It is not known if the patient associated his reported symptom with diabetes and it is not known if the patient suffers from any other health conditions. It is also not known if the patient attempted to administer self-treatment following his reported symptom. According to the csr's documentation, on (B)(6) 2011 (time not known), the patient also allegedly became unconscious during a doctor's office visit. Prior to his doctor's office visit, it is not known if the patient attempted to test with the subject meter or with another device; if the patient tested with the subject meter or with another device, it is not known what result the patient obtained and it is not known what action, if any, the patient took in response to the result. It is not known what treatment the patient received from the health care professional (hcp), it is not known if the symptom was a result from any other pre-existing health condition, and it is not known what the patient's blood glucose result was with the doctor/clinic's meter. During troubleshooting, the csr verified the patient was not using the subject meter for the first time and the patient was using the correct testing technique per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.